Event description:
Prior to a total laparoscopic hysterectomy and bilateral salpingectomy staff noted that the scope warmer leaked fluid onto the sterile table. The sterile table set-up was discarded and the table was set up with new sterile supplies while patient was in room prior to anesthesia. There was no injury to the patient. The scope was taken out of service.